Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported they met with the patient on july 28th where they reran impedances in different positions to see if they could bring out any potential issues. Due to this issue the patient was going to keep a log of when the issues occur and to not turn the device on/off. After meeting with the patient they were told they were no longer experiencing these issues. The neurologist also ordered an x ray and CT to review lead placement. Impedances remained very stable even when the patient was placed in lots of different positions. It was noted when they palpated the area a small area of what could be adhesions along the extension at the base of the skull before the beginning of the neck could possibly be felt. One thing that did come up is the patient mentioned when they were first implanted they had a series of times where he had these visual effects, swirling and seeing stars. This has happened a few times recently while he is coughing, sneezing. This never occurred preimplantation and has only reoccurred recently.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for about two weeks now, the implanted neurostimulator ins was turning off about once a day, and symptoms were getting worse. The patient said this didn¿t happen every day or at the same time every day and did not seem to be related to any particular movements or location. The patient said that the first time this happened, they were at the airport and got a manual pat down. The patient also noted that sometimes they could see little dots in their vision, and their mouth felt like their tongue was spasms. The patient said that once they turned the therapy off and on again, their symptoms improved. The patient said they kept their ins charged between 75% and 100%. The patient saw the manufacturer representative (rep) about a week ago in san francisco, and the rep said everything seemed normal. The caller reviewed that the rep could only see day-to-day and nothour-by-hour data and was looking into it. The caller said the patient programmer pp showed the therapy was on. The patient mentioned that during the life of the ins, they had let it die 3-4 times and were unsure if that was related to the issue. Additional information was received from the manufacturer representative (rep) on 2023-jul-19 that they will meet with the physician and the patient on 7/28 to re-interrogate the device and rerun a heap of impedances in different positions to see if it can bring out any potential issues. The patient's plan was to keep a log of when the issues occur and not turn off/on the device and call/text the rep immediately when the problem occurs so they can interrogate the device at the time of the event. Additional information was received from the manufacturer representative (rep) on (B)(6) 2023, confirming the patient reported the device self-turning off and then experienced a return of symptoms. The patient then switches it on/off, and it 'resets' the device. The rep interrogated the device; the device was on, usage was 100%, cycling was off, multiple impedance checks were done in different positions or manipulating connected points - impedances remained good and stable throughout. Logs and json were sent to tech services for review. Everything looks good on json. Waiting for logs to be reported on.